Event description:
I have two incidents. I got mentor saline implants 2007. Started getting sick 2008. Until 2012 I was finally diagnosed with hashimoto¿s disease. With treatment I was still barely able to get through day to day life. Fast forward to 2018 when I got my breast implants redone (mentor saline again) w/lift. (B)(6) 2018 I started getting extremely sick again. My hashimoto¿s was full blown with a vengeance. It wasn¿t until I started doing research with my hashimoto¿s that I came across implant illness. This makes all the sense in the world now! These implants are making me sick!! Years and hundreds of dr. Appts since right after I got these implants. And then sick again after getting them done again. I was a healthy athlete my whole beginning of life until I got these toxic bags put in!! Since I¿ve had them I¿ve never been the same! These implants are killing me!! And I¿m planning my removal of them asap!! These implants need more investigations to the dangers!! They have taken my life away!! They have ruined my life!! And for the rest of my life I¿ll now have this disease!! FDA safety report ID # (B)(4).